Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to a failed reed switch, designator sw1. The device was scrapped by heartsine and the customer received a replacement device.

Event description:
The customer contacted heartsine to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, heartsine observed the device is giving a "child patient" prompt upon turning on. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed.